Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly healthy and the inflammation resolved. This is the final report.

Event description:
The recipient is reportedly experiencing inflammation. The recipient underwent an antibiotic treatment for several weeks, however, the issue did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
The recipient was reportedly explanted due to an infection. ]the external visual inspection revealed silicone slices on the top cover and fantail, silicone damage on the bottom cover and the electrode was severed at the fantail and near the array prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.